Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was unable to enter MRI mode due to high impedances on both leads. During the lead revision procedure on (B)(6) 2025, it was revealed that the patient also experienced twiddler's syndrome. The entire system was explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.